Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient complained of pain and had elevated cobalt so the surgeon revised. When the surgeon removed the head there was significant amount of corrosion between the trunion and the femoral head.

Event description:
It was reported that the patient complained of pain and had elevated cobalt so the surgeon revised. When the surgeon removed the head there was significant amount of corrosion between the trunnion and the femoral head.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding pain, elevated cobalt levels, and corrosion involving a accolade tmzf hip stem #3 was reported. The event was not confirmed. Device evaluation and results: a photograph of the reported device was provided for review. Black material was present on the trunnion of the device. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿after five years in situ the metal-metal modular junction would be expected to have some corrosion products within the junction. There is no evidence that the elevated cobalt levels are from this junction or that altr is responsible for the symptoms described. More information is required to evaluate this case¿. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as additional medical records and an evaluation of the reported device are needed to complete the investigation for determining the root cause.